Event description:
It was reported there was mesh going through the bladder "after intervention." It was reported that they "addressed the issue." Attempts to clarify information were unsuccessful. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.